Event description:
The customer reported that the unit failed to power up on ac power.

Manufacturer narrative:
(B)(4): the customer reported that the unit failed to power up on ac power. The unit was repaired locally by replacing the power supply. The unit passed all post-servicing testing and is back at the customer site.